Manufacturer narrative:
H6: investigation summary it was reported there were sharp needles found in a blunt needle batch. As a sample was not returned, a thorough sample investigation could not be completed. A device history record review was completed for provided material number (B)(4), lot 1273700. One related issue was identified, a quality notification was issued, and material was segregated. All processes and final inspections complied with specification requirements, but it could be possible the customer received escapes from the incident. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. H3 other text : see h10.

Event description:
It was reported that the bd blunt fill needle had mix product in pack. The following was translated from german to english: the product is a blunt needle, it is so that pointed needles have been found in the batch mentioned.

Event description:
It was reported that the bd blunt fill needle had mix product in pack. The following was translated from german to english: the product is a blunt needle, it is so that pointed needles have been found in the batch mentioned.

Manufacturer narrative:
E1: initial reporter phone#: (B)(6). H3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.